Event description:
The pt's mother reported having rec'd er1 messages and inaccurate readings compared to a one touch profile 'about a yr ago.' She could not recall the details during the time she rec'd the er1, however she reports she did get enough blood on the pink side of the strip.